Manufacturer narrative:
(B)(4). Follow up for device evaluation a customer report was received indicating the presence of foreign matter on the plastic component. To support the investigation, six sealed blister-packaged samples were submitted for evaluation by the quality team¿three from lot 4159531 and three from lot 4277109. A visual inspection was conducted on all samples. No defects, imperfections, or foreign matter were observed. A device history record (DHR) review was performed for material number 305198, specifically for lots 4159531 and 4277109. The review did not identify any quality issues during the manufacturing process that could be associated with the reported condition. No related quality notifications were found, and all production processes and final inspections were completed in accordance with specification requirements. Based on the analysis of the returned samples, the reported condition could not be confirmed.

Event description:
It is reported foreign matter. Event description: material # 305198, batch # 4159531, 4247109. Reported issue: it is not embedded in the plastic, and it does scrape off. Injuries or adverse event: no. Item: 305198. Quantities affected: 2bx. Additional information I sent the email to medline after learning that additional lots were impacted. The two additional lots were also found to have the same dark material. Can you please include these additional lots to the report?

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.